Event description:
It was reported that during in clinic device interrogation, communication could not be established using rf telemetry. A software download was performed and the issue was resolved. The patient was asymptomatic.